Event description:
It was reported the speaker on this unit was not working. The device was not in use on a patient at the time of event, there was no adverse event reported.

Manufacturer narrative:
E1: reporter institution phone number: (B)(6). Remote service personnel (rsp) had the customer swap out the x3 to confirm issue was related to mx750. The unit was rebooted, and the issue was not resolved. A philips remote service engineer (rse) reached out to the customer who confirmed the alleged malfunction, and the speaker had no sound. The rse ordered the customer a replacement speaker to resolve the issue. Based on the information available in the case, the cause of the reported problem was confirmed to be a speaker assembly. The reported problem was confirmed. The investigation concludes that no further action is required at this time. No further investigation or action is warranted.